Manufacturer narrative:
This report is being filed on an international product, list number 07c18 (B)(6), that has a similar product distributed in the us, list number 1l82, (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that discrepant architect (B)(6) results were generated for a patient. (B)(6): architect repeatedly reactive at >1000 miu/ml. (B)(4) method nonreactive. (B)(4) method reactive. No adverse impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated anti-hbs results included a search for similar complaints, and review of complaint text, trending data, field data, labelling, scientific literature and device history records. Return testing was not completed as returns were not available. Rending review determined no adverse trend for the issue for the products. Device history record review for anti-hbs lot 06308fn00 did not show any potential non-conformances, or deviations. Performance of anti-hbs reagent lot 06308fn00 was further evaluated using world-wide data from abbottlink. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot is within the established control limits, therefore, no unusual reagent lot performance was observed. Product labeling was reviewed and found to adequately address the issue under review. Literature review shows that anti-hbs assays have not correlated well across different platforms due to variability in immune response, sample integrity issues or the presence of interfering substances in the specimen. No systemic issue or deficiency has been identified for anti-hbs lot 06308fn00.